Event description:
It was reported that there was a malfunction during a case resulting in negative airway pressure. Fresh gas flow was increased and the case was completed. No patient injury reported.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Additional information was received that the passive receiver was not secured/sealed/tightened all of the way. This is a user error. There was no reportable malfunction.